Event description:
It was reported that 315 bd ultra-fine¿ pen needles experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: hidden damage.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. (A damaged or open outer carton or case does not affect the integrity of the inner packages including any losses in functionality of the devices or their ability to remain sterile is not considered to be a reportable malfunction. MFR#: is void as a result.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 315 bd ultra-fine¿ pen needles experienced damaged packaging where sterility was compromised. The following information was provided by the initial reporter: hidden damage.